Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain (in back for example)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypersensitivity ("serious allergies"), paraesthesia ("diffuse paresthesia"), migraine ("migraines"), depression ("depression"), irritability ("strong irritability"), fatigue ("intense fatigue"), weight increased ("strong weight gain"), amenorrhoea ("episodes of lack of menstrual periods") and breast pain ("right breast pain"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, hypersensitivity, paraesthesia, migraine, depression, irritability, fatigue, weight increased, amenorrhoea and breast pain outcome was unknown. The reporter provided no causality assessment for amenorrhoea, back pain, breast pain, depression, fatigue, hypersensitivity, irritability, migraine, paraesthesia and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: result not provided computerised tomogram - on an unknown date: vertebral column - result not provided electromyogram - on an unknown date: lower limb - result not provided. Ultrasound pelvis - on an unknown date: result not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-nov-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 406 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.